Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty plugging the usb cable into the usb port in order to charge the pump. The customer's blood glucose level was 140-200 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.